Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that far p wave over sensing during coronary artery bypass graft (CABG) surgery was observed. It was determined that over sensing was isolated to times during CABG surgery so the physician would like to monitor but does not suspect it will happen again post-surgery. The patient condition was stable. Device remains implanted.